Manufacturer narrative:
Subsequently, boston scientific received information that this explanted lv lead was discarded by the hospital staff and will not be returned for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient was presented back to the electrophysiology (ep) laboratory due to left ventricular (lv) dislodgement. Attempts to reposition the lv lead was unsuccessful. A replacement lead was implanted without incident.